Manufacturer narrative:
The product was not returned for evaluation. The user reported that the adhesive was coming loose which caused the cannula to come out of the infusion site. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / pages 43-44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and that the adhesive pad was not sticking well to the skin, which caused the cannula to come out of the skin. There were ketones present and she was vomiting frequently so she gave herself a bolus of insulin (exact amount was not provided). She went to the emergency room (ER) where she was given fluids and gravol for nausea intravenously. Her bg (blood glucose) levels decreased so no insulin was provided at the ER. The pod was removed and discarded. Pod worn on abdomen for an unspecified amount of time.